Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. A gambro technical svcs (gts) rep has evaluated the machine and found that at: 1828: effluent bag full, effluent bag changed, scale not opened then closed. 1829: rec'd malfunction: effluent scale sensor alarm. Alarm cleared without open/close scale. 1830: bag volume incorrect-effluent. The gts rep informed the customer of proper procedure for changing bags and scales. Calibrated and verified all scales. Completed setup, prime, prime test, and simulated pt treatment. Gambro renal prods has requested add'l info relating to this incident. An investigation is ongoing. It is expected that the investigation will be concluded in q3, 2006. A final report will be submitted once the investigation is concluded.